Manufacturer narrative:
Investigation determined that the image shift in sw rtt 2.1 is due to an error in displaying the images in double exposure mode, a very specific use. Stop shipment of the software upgrade for the radiotherapist (rtt) workspace version 2.1 has been initiated by manufacturer and a customer safety advisory letter has been written for customers that have the oncologist (md) workspace, version 2.0. Customers using the rtt workspace version 2.0 does not exhibit this defect. New software update to be released upon completion of the verification and validation activity. According to our risk analysis process, this issue is in the alarp region and a customer safety letter has been issued.

Event description:
Portal imaging on the md workspace (oncologist workspace) version 2.0.50: when images are opened, the shift laterally up to 4mm. This was tested and shown by imaging a phantom with a lead ball bearing (a bb) at isocenter. No registration was performed on the rtt (radiotherapist) workspace and the images were sent to the md (oncologist) workspace mostly through (the use of) the results box, but some were sent through the browser. When the image is initially opened on the md wksp, the image was in the expected position (the bb at isocenter), however, when a filter was applied, the image moved to the incorrect position up to 4mm laterally. "Undo" would remove the filter, but not restore the image to the original position. This only seems to happen when the images are sent from the rtt workspace, version 2.1 system, but not sent from the primeview 3i, v2.1 system. (Primeview is an electronic database workspace). Potential for mistreatment if image isocenter does not correspond to machine isocenter.